Manufacturer narrative:
Analysis of the stimloc screw burr hole found that the screw thread was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins). It was reported that the stimloc screw seemed blunt and the tip would not engage into the bone. No environmental/external or patient factors that may have led or contributed to the issue were reported. The rep noted that they used a backup screw and the issue was resolved. No further patient complications were reported/ anticipated as a result of this event.